Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . Blocks e1 & g2: country is australia. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Based on the nature of the complaint details, the omniwire tip became lodged in the moderately calcified proximal lad. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a moderately calcified proximal lad. During normalization, the guidewire was unable to be advanced or retrieved. The guidewire became lodged and unraveled in the plaque, and the tip separated inside the patient. Attempts to remove using balloon trapping techniques was unsuccessful; therefore, the patient was transferred to another hospital to perform bypass surgery for removal. Per report, bypass surgery was planned for the patient regardless of the detached guidewire; however, was scheduled on the day of the index procedure rather than at a later date. This adverse event and product problem is being submitted due to tip separation, requiring additional intervention for removal.